Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a certas valve (ID 828814pl) was implanted in a (B)(6) year-old male patient on (B)(6) 2021. The patient had dizziness and imbalance after 10 to 12 weeks of implantation. The valve was explanted on (B)(6) 2022 and an "evd" was placed. The distal end of the shunt detached or broke. All the broken parts were recovered and no x-ray was required to assure no parts left in the patient because the broken valve was still attached to the distal catheter. The patient is in observation for several days and being followed by the neuro team.

Manufacturer narrative:
The certas valve (ID (B)(6)) was returned for evaluation. Device history record (DHR) - lot 5407266 conformed to the specifications when released to stock. Failure analysis - the valve was visually inspected; a cut/tear in the silicon housing along the siphon guard and a needle hole in the needle chamber were noted. The position of the rotation construct when valve was received was setting 4. The valve was hydrated. The valve was leak tested and only leaked from the needle hole in the needle chamber. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. The valve functions. No root cause could be determined as the technician could not confirm any functional problem with the valve at the time of investigation. The possible root cause for the problem reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, at the time of investigation no functional issues were noted. The root cause for the cut/tear in the silicon housing along the siphon guard reported by the customer, is due to the damaged silicone housing, as noted in the IFU, silicone has a low cut/tear resistance.

Event description:
N/a.